Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been dropped from a height causing the flange to crack/fracture. Review by the packaging solutions group indicated that this shelf pack has experienced an extreme shock event, which would be in excess of the criteria of our ship test validation challenge, weakening the seal flange at the side of the impact and leading to that part breaking away on peeling of the tyvek. The peel strength of the remaining flange, still adhered to the tyvek is normal and so would not have been a contributing factor to the cause of breakage. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening of the outer tyvek lid of the packaging. No further investigation for this event is required at this time.

Event description:
The distributor from protheos, reported the following event: "tyvek very difficult to open, which then led to the breakage of the rigid plastic packaging."

Event description:
The distributor from protheos, reported the following event: "tyvek very difficult to open, which then led to the breakage of the rigid plastic packaging."